Event description:
It was reported that the patient underwent implantable pulse generator (ipg) replacement procedure due to unknown reason. Additional information stated that the patient was experiencing loss of efficacy and burning sensation at the implantable pulse generator (ipg) site. Product will be returned. Patient has had therapy restored and is getting full pain relief postoperatively.

Manufacturer narrative:
Investigation result: the returned ipg passed visual inspection and successfully connected to a known good remote control (rc). Impedance measurements were within expected specifications, and the device achieved a full charge without difficulty. Functional testing was completed, and no anomalies were identified. Device history record: a review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Labeling review: a labeling review was performed, and it did not reveal any anomalies. Investigation conclusion: the allegation of loss of efficacy on therapy and burning sensation at battery site was not confirmed. The device successfully connected to a known-good rc, impedance measurements were within expected ranges, the ipg fully charged without difficulty, and the functional test passed without anomalies. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient underwent implantable pulse generator (ipg) replacement procedure due to unknown reason.

Event description:
It was reported that the patient underwent implantable pulse generator (ipg) replacement procedure due to unknown reason. Additional information stated that the patient was experiencing loss of efficacy and burning sensation at the implantable pulse generator (ipg) site. Product will be returned. Patient has had therapy restored and is getting full pain relief postoperatively.